Manufacturer narrative:
This report was initially submitted following notification from a customer in canada regarding a misidentification of staphylococcus epidermidis as staphylococcus haemolyticus, in association with the vitek® ms (ref 410895, serial 51464). The customer prepared a new slide and repeated testing with the vitek® ms and identified the isolate as staphylococcus epidermidis. The original result of s. Haemolyticus was reported to the physician, but the report was amended after receiving the identification of s. Epidermidis. A biomérieux internal investigation was initiated. **complaint trend analysis and device history record** no trend analysis was able to be done. Due to the lack of data, it was not possible to investigate and to find the cause of the issue. There is no CAPA, no non conformity on vitek ms linked with customer 's complaint. Since (B)(6)2016, no other similar complaint (s. Haemolyticus instead of s. Epidermidis) has been recorded, from different customer. **investigation** the raw data was not provided by the customer despite multiple requests from local customer service. Global customer service was able to get permission from the customer to do a remote session. However, when gcs tried to retrieve the raw data by remote session the data was no longer available. Consequently, no investigation could be done due to lack of data. **root cause analysis** unknown, not possible to investigate due to lack of data.

Event description:
A customer in (B)(6) notified biomérieux of a misidentification of (B)(6) as (B)(6), in association with the vitek® ms (ref 410895, serial (B)(4)). The customer prepared a new slide and repeated testing with the vitek® ms and identified the isolate as (B)(6). The original result of s. Haemolyticus was reported to the physician, but the report was amended after receiving the identification of s. Epidermidis. There is no indication or report from the laboratory that the initial discrepant identification led to any adverse event related to any patient's state of health. A biomérieux internal investigation will be initiated.